Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention on (B)(6) 2026 with an infection that developed at the infusion site (leg) while wearing the pod for approximately 2 hours. It was reported that the patient noticed some redness and bleeding at the site when removing the pod which then developed into swelling with malaise later. The patient¿s blood glucose levels rose to 22 mmol/l (378 mg/dl) at the time of this event. The patient attended a doctor¿s appointment and was diagnosed with a mild infection. The patient was prescribed liquid cefalexin 250 mg as a precaution to prevent the progression of the infection to cellulitis as the patient had been hospitalised with cellulitis in the past (see case (B)(4), reported 15-may-2024).